Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, the data file was provided for review. Analysis of the data confirmed no device malfunction, and the device operated as designed during the event. Review of impedance data indicated ongoing chest movement consistent with CPR being performed during analysis periods, which likely interfered with rhythm interpretation. The complaint is closed as meets device specification. Analysis for reports of this type has not identified an increase in trend.